Manufacturer narrative:
Reliability analysis inspected one opened and used partial sensor and found sensor needle hub open. Found needle slightly bent.

Event description:
It was reported that a sensor needle became stuck in a serter causing the sensor to break. The customer's blood glucose was unknown at the time of reporting. He or she further stated that it broke in such a way that the sensor could not be removed from the serter. The senor is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.